Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, it was observed that the flush luer detached from the flush port.

Event description:
It was reported that during preparation for the farawave procedure, when the device was hooked up to drip, it was dripping through the handle. A new farawave catheter was used to complete the procedure. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure, when the device was hooked up to drip, it was dripping through the handle. A new farawave catheter was used to complete the procedure. No patient complications occurred. The device is expected to be returned.